Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Visual summary analysis of the lead indicated stretching. Concomitant products: 7960iu implantable pulse generator (ipg), implanted: (B)(6) 1998; product ID 4524-45 implantable pacing lead, implanted: (B)(6) 1998. (B)(4).